Manufacturer narrative:
Device lot number not provided/unknown. (B)(4).

Event description:
It was reported that the locator abutment (imloa003) fractured at the screw part. The doctor was able to retrieve the fractured piece from the implant. The abutment will be replaced. Tooth location 12.

Manufacturer narrative:
One locator abutment was returned to zimmer biomet for evaluation. The product was shipped to the supplier zest dental) for evaluation. The evaluation by the supplier revealed that the abutment had wear at top face and the post fractured at the minor diameter. No product discrepancies were found. The alleged complaint is confirmed. A singular cause cannot be determined. Was re-entered, as this field is required.

Event description:
It was reported that the locator abutment (imloa002) fractured at the screw part. The doctor was able to retrieve the fractured piece from the implant. The abutment will be replaced. Tooth location 12.

Manufacturer narrative:
One locator abutment was returned to zimmer biomet for evaluation. The product was shipped to the supplier zest dental) for evaluation. The evaluation by the supplier revealed that the abutment had wear at top face and the post fractured at the minor diameter. No product discrepancies were found. The alleged complaint is confirmed. A singular cause cannot be determined.

Event description:
It was reported that the locator abutment (imloa002) fractured at the screw part. The doctor was able to retrieve the fractured piece from the implant. The abutment will be replaced. Tooth location 12.